Event description:
The customer reported that, the ortho provue analyzer dripped fluid and the dilution station overflowed during testing. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Information regarding testing taking place at the time of the incident was not provided.

Manufacturer narrative:
Ocd field engineer arrived at the customer site. The fe indicated that, the probe was bent, resulting in probe drip. Repairs have returned this analyzer to expected operation. This customer has not reported any similar issues with this unit since the repair.